Manufacturer narrative:
Failure analysis is in progress.

Event description:
It was reported that during sterilizations conducted over time at the user facility pieces of the paint were missing from the device. No medical intervention and no adverse consequences were reported with this event. As this event occurred during cleaning, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Added information from device investigation.

Event description:
It was reported that during sterilizations conducted over time at the user facility pieces of the paint were missing from the device. No medical intervention and no adverse consequences were reported with this event. As this event occurred during cleaning, there was no patient involvement and no delay to a surgical procedure.